Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by manufacturer: 11/06/2018. The customer replaced the power management printed circuit board assembly and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device would not shut down and gave several check vent alarms. The device then restarted. There was no patient involvement. The event date was not specified; estimate used.